Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up noting that for past two days was experiencing fatigue and lacked energy. Upon device interrogation, the right atrial lead exhibited loss of capture and decreased sensing. Chest x-ray revealed the lead had dislodged. The lead was repositioned successfully without any adverse consequences on (B)(6) 2016. The patient was in stable condition post procedure and has been doing well since.